Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the threaded part of 323.042, lcp drill sleeve 5 f/drill bits ø4.3 had broken. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the lcp drill sleeve 5 f/drill bits ø4.3 would contribute to the complained device issue. Based on the investigation findings, the cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review - product code: : 323.042, lot number : 2300132, release to warehouse date : 19.nov.2007, expiration date : na, supplier: (B)(4) , manufacturing site: werk selzach. Device was used for treatment, not diagnosis. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery for the right tibial plateau fracture. When the surgeon attached the drill sleeve to a ptp large plate and used, the surgeon confirmed that the large portion of the threaded part of the drill sleeve was chipping. To determine when the product was chipped, the photos of when the product was delivered to the hospital was checked, and it was found that the product was already chipped at the time of delivery. The surgery was completed successfully with an alternative product and there was no surgical delay. The surgeon confirmed by x-ray that there are no fragments in the patient. The patient was reported as stable. This report involves one (1) 4.3mm threaded lcp(tm) drill guide. This is report 1 of 1 for (B)(4).